Event description:
The patient was reportedly implanted with a gore-tex mycromesh biomaterial, manufactured by gore medical, on (B)(6) 2004 by dr. (B)(6) at the medical center of (B)(6), a gynecare gynemesh, manufactured by ethicon, on (B)(6) 2005 by dr. (B)(6) at (B)(6) hospital, a surgisis biodesign, tissue graft on (B)(6) 2007 by dr. (B)(6) at (B)(6) hospital, and a surgisis biodesign tissue graft on (B)(6) 2008 by dr. (B)(6) at (B)(6) hospital. During the procedure on (B)(6) 2005, portions of the previously implanted gore-tex mycromesh which had eroded, or fallen from the original implant location, were removed from the patient. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury and has undergone corrective surgery. The following was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding whether intervention was performed , specific information regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury , current patient status.

Manufacturer narrative:
Conclusions - likely caused by another device not manufactured at cook biotech incorporated.